Event description:
During an atrial fibrillation procedure, a shaving anomaly was noted at the head end of the sheath after assembly. The device was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. Visual inspection revealed the sheath distal tip had been split; no missing material was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage remains unknown.

Event description:
During an atrial fibrillation procedure, a shaving anomaly was noted at the end of the sheath via x-ray images. Insertion difficulties were noted when inserting the sheath, and it was reported that the end of the sheath might be damaged by touching the ligament. The device was exchanged and the procedure was completed with no adverse consequences to the patient. It was confirmed with the surgical assistant at that time, nothing detached in the patient.